Event description:
An end user experienced with a 55cm duramax bioflo dialysis catheter. It was reported that post procedure, there was leaking where the string and the hub meet. The device was removed and replaced with a new of the same. There was no report of the patient experiencing any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one 55cm bioflo dialysis catheter. As received, it was noted during the visual inspection that there was a hole just below the female luer {venous blue clamp side}. The reported complaint device failure mode of catheter leaked was confirmed.  Hole was observed in the venous extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line.  The customer's complaint description is confirmed for leak at luer hub.  There is a fracture/hole of the extension tube adjacent to the hub luer.  There are no visible indications that the failure is related to either the manufacturing process or associated tooling. A potential root cause for this failure is over torquing of the hub luer-to-extension tubing junction during cleaning/use of the device. A DHR review was not ablr to be conducted since there was no reported lot number and ship history report lot review was not performed since item number is unknown. Labeling review: the following is provided as a reference from the dfu: warnings · in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. · do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal. Note: endexo technology is intended to reduce catheter-related thrombus, and is not intended to treat or eliminate existing thrombus a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference(B)(4).